Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15895. It was reported the patient is experiencing ineffective coverage since undergoing a level 4 spinal fusion. X-rays were taken and indicated the leads may have migrated. Diagnostic testing revealed normal impedance readings. Surgical intervention was undertaken and the physician repositioned the leads. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.